Manufacturer narrative:
(B)(4). Investigation summary: one sample was received for quality investigation. The customer complaint of the clamp not working properly could not be verified due to the sample no longer being in a functional state. The sample received was missing the safety clamp on the pumping segment and the tubing was separated from the lower pumping segment body. Further investigation of the sample indicates that the sample tubing was kinked near the separated end. Visual evidence of solvent can be seen on the tubing and the lower pumping segment body. A device history record review for model 2420-0500 lot number 20063011 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for the issue identified by the samples can be attributed to the coiling and packaging process of the infusion set. The tubing was coiled an packaged before the solvent had adequate time to dry causing the kink to form at end of tubing and therefore causing poor engagement to the lower pumping segment body and separation.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing clamp was defective. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063011. It was reported that the safety clamp was not working properly, creating a 3-fold when trying to prime the line.